Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+1.5/093, (sphere/cylinder/axis) within the same surgery due to low vaulting. The lens was replaced with a longer lens within the same surgery and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture. Visual inspection found the haptic torn. Claim# (B)(4).